Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 open pouch. There is (B)(4) previous complaint of this code/batch for another issue and from the same customer. There are no units in OEM stock. Received 1 open sample with the thread broken 3cm away from the needle. Performed knot pull tensile strength test with the samples of the same code batch from the other complaint from the same customer. All packs received from the other complaint were tight. Tested the knot pull tensile strength of the samples and the results fulfill the requirements of OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Suture broke 3cm away from needle attachment site.